Event description:
It was reported "the 15mm connector on the endotracheal tube became disconnected (where the elbow connects to circuit). The patient had covid, was in the prone position and on a ventilator. It occurred in the ICU". No patient injury or desaturation reported. Customer reported "they replaced the disengaged 15mm connector with a new one". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The complaint reports "the 15mm connector on the endotracheal tube became disconnected (where the elbow connects to circuit)." The 15mm connector was designed to be connected/disconnect from the tube to allow the user to cut the tube to desired length for the suitable size of patient's trachea. The instructions for use provide suggested directions for the user to prevent disconnection. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4)

Event description:
It was reported "the 15mm connector on the endotracheal tube became disconnected (where the elbow connects to circuit). The patient had covid, was in the prone position and on a ventilator. It occurred in the ICU". No patient injury or desaturation repored. Customer reported "they replaced the disengaged 15mm connector with a new one". Patient condition reported as "fine".